Event description:
It was reported to philips that the system was unable to boot up. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the flexvision pc does not boot up. Upon troubleshooting, the fse performed the cmos battery voltage measurement, found low voltage. To resolve the reported issue, the fse replaced the cmos battery in the flexvision pc, and performed functional tests, passed. Following the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.